Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event, however review of the ventilator log history indicated a 24/12 volt failure occurence during operation with a vent inop occurrence during subsequent power on. When a 24/12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power supply to correct the finding. Extended self testing (est) and applicable final tests were performed and testing passed per operating specifications.